Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited an impedance measurement of 2215 triggering an lead safety switch (lss) and changing the polarity to unipolar. Review of the data stored in the remote home monitoring system found that the right atrial (ra) lead had also triggered a lead safety switch (lss) five months earlier due to an out of range impedance of 2529. The ra impedance was noted to be an acute change, but stable since switching to unipolar. Technical services discussed the option of programming the device to pace and sense in the ventricle only with the minute ventilation feature on or leaving the minute ventilation feature off. Two signal artifact monitoring events were also noted to be inappropriately stored in the last year due to atrial fibrillation (af). The pacemaker, ra and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited an impedance measurement of 2215 triggering an lead safety switch (lss) and changing the polarity to unipolar. Review of the data stored in the remote home monitoring system found that the right atrial (ra) lead had also triggered a lead safety switch (lss) five months earlier due to an out of range impedance of 2529. The ra impedance was noted to be an acute change, but stable since switching to unipolar. Technical services discussed the option of programming the device to pace and sense in the ventricle only with the minute ventilation feature on or leaving the minute ventilation feature off. Two signal artifact monitoring events were also noted to be inappropriately stored in the last year due to atrial fibrillation (af). The pacemaker, ra and rv leads remain in service and no adverse patient effects were reported.